Manufacturer narrative:
Investigation results were made available. Reported event: it was reported that during surgery, the nut matching the screw was slippery and could not be locked, so it was removed. The surgery was completed with another screw and nut. The surgery was delayed by 5 minutes and had no effect on the patient. No further due diligence required as all required information to support the conclusion is available or was already requested. No relevant medical data has been received. Visual examination: two set screws were returned for investigation. The visual examination shows that the hex part of both screws are damaged. Therefore, the function of the hex is not given anymore. It is unknown how these damages on the hex part occurred. In addition, there are also some slight damages visible on thread. The product is intended for treatment. The investigation results did not identify a non-conformance or a complaint out of box (coob). Conclusion: it was reported that during surgery, the nut matching the screw was slippery and could not be locked, so it was removed. The surgery was completed with another screw and nut. The surgery was delayed by 5 minutes and had no effect on the patient. The device manufacturing history records indicate that the products were accepted into final stock with no reported discrepancies. The visual examination showed that the hex part of both returned set screws were damaged. The functionality between the instrument and set screw is therefore not given anymore. It is possible that a damaged instrument or maybe a wrong instrument may have caused this. However, based on the given information and the results of the investigation, we were not able to identify a specific root cause for the damages on the set screws. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
No event update. Investigation results are now available.

Manufacturer narrative:
This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet winterthur manufactures a similar device that is cleared or distributed in the united states. The manufacturer received per and other documents which will be reviewed as part of ongoing investigation. The manufacturer did not yet receive the device, however it is indicated by complainant that it will be returned for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Event happened during a surgery. When the surgeon tried to fasten the device, the nut matching the screw slipped and could not be locked. The surgery was completed with another screw and nut with a surgical delay of 5 minutes.